Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: unk. Flow rate: 2ml/hr. Procedure: posterior cervical fusion. Cathplace: back. (B)(4). Sheath a: doctor placed catheter sheaths without catheters as he was operating. He placed two sheaths originally. Went to place the first catheter and the 1st sheath broke. Doctor made a secondary incision to retrieve piece but was unable to find it. Doctor then went to place second catheter and the second sheath broke as well. Doctor removed both the sheath and catheter. Doctor then placed a third sheath and inserted the catheter without it breaking. He then removed the third sheath. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: no sample will be returned for eval and investigation. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.